Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the cleaning brush was inserted to the suction channel via suction cylinder and insertion resistance was increased at the bent area of the connector. Accordingly, the brush was forcedly inserted which caused damage of the brush. However, it could be not confirmed the presumption because detailed information was not provided. Therefore, the cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope brush breaks at the suction button holder. The issue occurred during reprocessing after an undisclosed procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.